Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "status 66" and "status 104" messages. Complainant indicated that there was no pt involved in the reported malfunction.